Event description:
It was reported that during a ptca procedure the maverick 2 monorail balloon ruptured. The physician was attempting pre-dilation when the balloon ruptured on the first inflation at 6-8atm. The lesion was located in the calcified, 60% stenosed mid left anterior descending (lad) artery. The procedure was successfully completed using another balloon of the same size. There were not reported patient complications. The patient's status is reported as stable.